Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had reached end of life. A lead diagnostic was performed, and one lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000103393.